Event description:
The device was used during a bowel resection. Reportedly, the instrument partially fired and would not fire again. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.